Event description:
IV infusion pump, carefusion model #8015 was in use on a ICU pt. Pt needed to be moved to radiology for procedure. IV pump was unplugged from wall for pt transport. Upon return to ICU post procedure, the IV pump was plugged in to domestic power and the entire pump failed in an unrecoverable manner. All data regarding amounts of medication and IV fluids delivered to the pt was unable to be recovered, recorded, or viewed by pt care team during infusion therapy. Error code obtained from all of these devices is the same. Error code 120-4630 - which indicates a problem with the battery voltage being too high in the processor power supply. Since (B)(4) 2012, our facility has had over 50 similar failures. This is the first failure on a pt.